Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, a visual inspection of the pump showed cracks in the battery compartment in thread area and below grip pad. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. During testing the pump was found to be unresponsive with the returned battery cap. There were no audible tones, no vibration alert. The display was blank upon battery insertion. Further testing was not able to be performed due to the unresponsive pump caused by moisture contamination. The pump case was removed and there was no evidence of additional moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.